Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. It was reported that the customer had a bent cannula. The customer's blood glucose was 636 mg/dl at the time of incident. It was reported that the customer was nauseous and vomiting. It was reported that the customer was wearing the insulin pump during hospitalization. The insulin pump will not be returned for analysis.